Event description:
A post cardiac arrest patient was having vasopressors infusing. The pump turned to "white screen" stating "device malfunction". The device would not allow a shut down or restart. The emergency release valve on bottom of pump was not there to engage so we could not eject the vasopressors to put on a new pump. We had to emergently obtain a pump, tubing, and new drips. The patient's blood pressure dropped from 140's to 60's systolic. Once the vasopressors restarted, the patient recovered.